Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a hole in the patient line tubing. The patient described it as feeling raised and looking like the tubing was split. The patient did not notice any damage to the box, over pouch or packaging of the cassette. The patient was able to complete therapy successfully with a different cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed. During visual inspection, damaged patient line tubing to connector was identified. Functional testing performed included leak testing, clear passage test, and clamp function test. A leak was identified through a hole in the tubing. The reported issue was verified. The cause of the hole was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.